Event description:
It was reported to boston scientific on 01/10/2007 that "the coil (device in question) was possibly damaged when the doctor entered the (device in question) into the micro catheter. He noticed that there was some light coming through the coil. Like it was separated a little bit at the distal tip of the coil. At that point, the doctor tried to pull the (device in question) out, and he could not get it back through the catheter, and he had to remove the micro catheter and the (device in question) all at one time." It was reported that the aneurysm coiling procedure of the brain was completed with another device of the same type, that there were no pt complications, and that the pt's condition is stable.